Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The returned device was tested with multiple scopes and camera heads; the unit passed all functional tests with no problems noted. The evaluation determined the existing device's software version was 4.00 and a recommendation was made to upgrade to version 4.10. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when using an endobronchial ultrasound scope with the olympus, model cv-190, evis exera iii video system center, the video image was intermittent. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.